Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the patient had access site bleeding and several other sites including the patient's mouth and nose. A femstop was placed at the access site and blood products were provided to the patient. Heparin was used in the purge and therefore, the impella support could be related to the patients bleeding from non-impella sites. The patients outcome is stable.

Manufacturer narrative:
Vascular damage- peripheral vessel : the root cause of the vascular damage issue was most likely patient condition related, the patient had access site bleeding and several other sites including the patient's mouth and nose. Access site bleeding : the root cause of the access site bleeding issue was most likely patient condition related, the patient had access site bleeding and several other sites including the patient's mouth and nose.